Manufacturer narrative:
Manufacturing date -- january 25, 2016- january 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with an infusor. There was no patient involvement. No additional information is available.